Event description:
It was reported that the patient with this pacemaker system was scheduled to undergo a magnetic resonance imaging (MRI) procedure. Upon programming the device into MRI protection mode, out of range pace impedance measurements were noted on both the right atrial (ra) lead and right ventricular (rv) lead. Boston scientific technical services (ts) discussed with the health care professional (hcp) that this would be a non conditional scan. No adverse patient effects were reported. At this time, this device remains in service.